Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not fully deploy from the internal wire. Another attempt was made by opening and closing the handle but still unsuccessful. Eventually, they pulled the clip off from the mucosa which cause a small bleeding to the patient. The procedure was completed with another resolution 360 clip devices. Note: a photo submitted by the customer confirmed the minor bleeding and the clip could not release from the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip did not fully deploy from internal wire. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned without the clip assembly and the control wire out of the catheter. The handle was in good condition. Microscope examination was performed, and the yoke was still attached to the control wire. The control wire has evidence of being partially crimped into crimp sleeve. Additionally, the crimp sleeve was still inside the spool. No other issues with the device were noted. The reported event was confirmed. Based on the evidence of the product analysis the control wire being partially crimped into the crimp sleeve and the crimp sleeve is still inside the spool suggested that there were issues traced to manufacturing process where this previous mentioned condition, may have contributed to a failure to release from catheter due to the miscommunication of the handle and clip assembly. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on september 12, 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not fully deploy from the internal wire. Another attempt was made by opening and closing the handle but still unsuccessful. Eventually, they pulled the clip off from the mucosa which cause a small bleeding to the patient. The procedure was completed with another resolution 360 clip devices. Note: a photo submitted by the customer confirmed the minor bleeding and the clip could not release from the catheter. There were no patient complications reported as a result of this event.